Event description:
The product is not expected to be returned. The user facility reports the icp reading was in the 200's and could not be brought down. This product was in use with the licox unit. No patient injury was reported but intervention was required.